Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc center, the svc tech reported that there were exposed wires on the external cable. Since the event occurred during routine testing of the device, there was no pt involvement during this event.